Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. A 10/2.25 flextome¿ cutting balloon¿ monorail was selected to be used. During the procedure, it was noted that the balloon ruptured. The pressure, duration and number of inflations were unknown. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and patient's condition was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. However, liquid was observed to be leaking from a balloon pinhole tear 1mm distal to the distal edge of the proximal markerband. A visual and microscopic examination observed no damage to the tip, blades or markerbands. All blades were present and fully bonded to the balloon surface. A visual and tactile examination found that the hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 10/2.25 flextome cutting balloon monorail was selected to be used. During the procedure, it was noted that the balloon ruptured. The pressure, duration and number of inflations were unknown. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and patient's condition was good.